Event description:
Patient's pulse oximeter was noted to have exposed wires located near the wrap site that is placed next to the patient. There were no marks noted on the patient's skin as a result of the broken product.